Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by stomach pain. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient has not recovered from peritonitis. On an unknown date, the pd catheter was removed, pd therapy was discontinued and the patient was transferred to hemodialysis. No additional information is available.